Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Sample was reported to be discarded, therefore no return of the product is expected. We will submit a follow up report when/if add'l info becomes available.

Event description:
It was reported since the day of implant, the patient had a "hard budge" in his abdominal area where the mesh was implanted. The patient was in constant pain and the mesh was explanted in 2007.